Manufacturer narrative:
Select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that approximately 12 years following the implant of a 23 millimeter (mm) non-medtronic surgical aortic valve (sav), the valve was identified as failed with stenosis. Subsequently, a medtronic 23 mm transcatheter aortic valve (tav) was implanted tav-in-sav successfully. Pre-dilatation of the sav was performed. Approximately, 5 years and 3 months later, structural valve dysfunction (svd) was noted with severe hemodynamic valve deterioration (hvd). Transthoracic echocardiogram (tte) showed an increase in mean gradient =20mmhg from baseline (first echocardiogram after the index transcatheter aortic valve implantation procedure) and mean gradient =30mmhg with moderate transvalvular aortic regurgitation (ar) and no paravalvular leak (pvl). Left ventricular ejection fraction (ef) by visual estimate of =60% was noted. Approximately three months later explant of the tav was required. During the intervention of the failed tav a sternotomy and a transfusion of one unit of whole blood were required. The tav was explanted and a non-medt ronic sav was implanted successfully. Following the implant of the sav the patient required 5 days in the intensive care unit (ICU).